Manufacturer narrative:
One 6fr angio-seal vip device was received for product evaluation. The locator, hemostasis sheath and carrier tube were returned. Visual inspection revealed that the locator was partially inserted into the sheath. The collagen and anchor were exposed and removed from the slit. The anchor and collagen were still intact with the suture. There was no damage or deformation noted on the tip of the carrier tube. The bypass tube was not returned. No other visual anomalies were noted. The ID of the carrier tube was measured and found to be 0.068'' which was within the manufacturer specifications. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the carrier tube slit was mistaken for a crack; both the carrier tube slit/slot or the tip monofold are both manufacturing features. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal package was opened, and the ID of the introducer sheath was ovalized and narrowed, there was a crack in the piece that holds the anchor. There were no complications, the product was not used. There were no other devices or equipment used with the reported product. There was no patient injury.